Event description:
Anterior/posterior and lateral chest and neck x-ray images were reviewed. The generator placement was determined to be normal in the left chest. The feedthru wires appear intact and the connector pin appears to be fully inserted inside the connector block. The lead was visualized in the chest and neck. A clear gross fracture is seen at around the 2nd-3rd rib as visualized on the ap chest x-ray. The images do show a break in the lead wire about 2-3 cm below the electrodes. Based on the x-rays received, the cause of the high impedance can be concluded to be due to a gross lead fracture. No known surgical intervention has occurred to date.

Event description:
The patient had complained about shocking from her device.

Event description:
The patient underwent full revision surgery. The explant facility is known not to return any explanted devices. No additional relevant information has been received to date.

Event description:
It was reported on from the tc that he saw the patient and high impedance was seen. The magnet was swiped and the patient perceived stimulation. No additional relevant information has been received to date. No known surgical intervention has occurred to date.